Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaints, and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported an unspecified high reading issue and a "replace sensor" error message with the adc freestyle libre sensor. The customer reported subsequently experiencing the symptom described as "head was sour" and lost consciousness. The customer was treated with glucogel by her husband. There was no report of death or permanent injury associated with this event.

Event description:
The customer reported an unspecified high reading issue and a "replace sensor" error message with the adc freestyle libre sensor. The customer reported subsequently experiencing the symptom described as "head was sour" and lost consciousness. The customer was treated with glucogel by her husband. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. Sensor was reprogrammed and current was applied to perform linearity testing and a sim-vivo test while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.